Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, weight increased, fatigue and alopecia outcome was unknown and the migraine, headache and nausea was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted:date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: received in formalin labeled "" and "uterus, fallopian tubes, cervix" is a 113 gm hysterectomy specimen with attached fallopian tubes and cervix. The right fallopian tube is 5.0 cm in length and 0.5 cm in diameter. The left fallopian tube is 6.0 cm in length and 0.5 cm in diameter. The fallopian tubes exhibit coiled wires in the lumens. The fallopian tubes are otherwise grossly unremarkable. The uterine fundus is 9.5 cm from superior to inferior, 4.0 cm from anterior to posterior, and 5.2 cm from cornu to cornu. The cervix is 4.0 cm in diameter with a 1.2 cm slit-like 05. The specimen is opened to reveal tan-red endometrium without protruding structures. The endometrium is up to 0.3 cm in thickness. There are no masses in the myometrium. Microscopic description microscopic examination performed. Final diagnosis uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no dysplasia or malignancy identified. Endomyometrium: secretory-type endometrium. No hyperplasia or malignancy identified. Bilateral fallopian tubes: no specific pathologic findings. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse) , migraines / headaches, , nausea , dysmenorrhea (cramping) ,dyspareunia (painful sexual intercourse) , pain , weight gain , fatigue , hair loss were added. Medical history, lab data, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, weight increased, fatigue and alopecia outcome was unknown and the migraine, headache and nausea was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted:date(s) of insertion: (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: received in formalin labeled "" and "uterus, fallopian tubes, cervix" is a 113 gm hysterectomy specimen with attached fallopian tubes and cervix. The right fallopian tube is 5.0 cm in length and 0.5 cm in diameter. The left fallopian tube is 6.0 cm in length and 0.5 cm in diameter. The fallopian tubes exhibit coiled wires in the lumens. The fallopian tubes are otherwise grossly unremarkable. The uterine fundus is 9.5 cm from superior to inferior, 4.0 cm from anterior to posterior, and 5.2 cm from cornu to cornu. The cervix is 4.0 cm in diameter with a 1.2 cm slit-like 05. The specimen is opened to reveal tan-red endometrium without protruding structures. The endometrium is up to 0.3 cm in thickness. There are no masses in the myometrium. Microscopic description microscopic examination performed. Final diagnosis uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no dysplasia or malignancy identified. Endomyometrium: secretory-type endometrium. No hyperplasia or malignancy identified. Bilateral fallopian tubes: no specific pathologic findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue and alopecia outcome was unknown, the migraine, headache and nausea was resolving and the weight increased had not resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted:date(s) of insertion: (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: received in formalin labeled "" and "uterus, fallopian tubes, cervix" is a 113 gm hysterectomy specimen with attached fallopian tubes and cervix. The right fallopian tube is 5.0 cm in length and 0.5 cm in diameter. The left fallopian tube is 6.0 cm in length and 0.5 cm in diameter. The fallopian tubes exhibit coiled wires in the lumens. The fallopian tubes are otherwise grossly unremarkable. The uterine fundus is 9.5 cm from superior to inferior, 4.0 cm from anterior to posterior, and 5.2 cm from cornu to cornu. The cervix is 4.0 cm in diameter with a 1.2 cm slit-like 05. The specimen is opened to reveal tan-red endometrium without protruding structures. The endometrium is up to 0.3 cm in thickness. There are no masses in the myometrium. Microscopic description microscopic examination performed. Final diagnosis uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no dysplasia or malignancy identified. Endomyometrium: secretory-type endometrium. No hyperplasia or malignancy identified. Bilateral fallopian tubes: no specific pathologic findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporters were added. Event outcome of weight increased was updated from unknown to not recovered not resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.